Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic)/short v-v intervals. There was also oversensing noted on the ventricular tachycardia non-sustained episodes and high rate episodes. Programming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.